Event description:
A customer reported difficulty pressing the quick bolus/wake button on their pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on how to press the button correctly and suggested removing the pump from its case. Despite these efforts, the button remained difficult to use, so technical support arranged for a replacement pump as it was still under warranty. The customer understood the instructions for storing and returning the problematic pump within the designated time frame.